Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Approximately 3-5mm of tissue remains intact along the attachment. Moderate to heavy host tissue overgrowth is detected at the stent inflow. Sections of the sewing ring were cut off exposing the wireform. Minor calcification detected in the x-ray. Not able to evaluate due to the current condition of the valve. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was received and evaluated on 02/22/2010.

Event description:
It was reported that the device was explanted after an implant duration of approximately 79.83 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted as there was prosthetic valve failure due to aortic insufficiency. Perivalvular leak was also noted.